Manufacturer narrative:
One cadd pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of error code 10037 was not verified. Event log shows no alarms. Service will replace the motor as a precaution. Battery door replaced. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd prizm vip pump has error 10037 and battery door is missing. No reported adverse effects.